Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7073385.

Event description:
It was reported that the patient lost coverage of pain areas despite reprogramming. It was noted that the contacts on the lead had high impedances. The patient underwent a revision procedure, wherein the leads were replaced, and patient was doing well postoperatively. The explanted leads will not be returned.